Event description:
It was reported that during a dilatation procedure, the guidewire was difficult to pass through the y-junction of the catheter was removed & replaced over the previously placed wire to complete the procedure without pt injury or further complications.